Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level displayed as "high"; cause unknown. Reportedly, the customer administered a correction bolus to address the bg. No additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.